Event description:
Screw in metacarpal was causing irritation, so the surgeon removed both screws and pain issue resolved.

Manufacturer narrative:
Irritation located to the implant site disappeared after removal of screws.